Event description:
At end of yervoy infusion, approx. 5ml of drug leaked from filter tubing onto pt. Line was disconnected and pt washed hands. Instructed to wash linens when she gets home. Tolerated treatment well, stable upon dc(discharge).